Event description:
No distal connection of the very end of the tubing. It looks like tubing has been cut off. But it came this way out of the sealed package. (Rptr has the tubing.)

Event description:
Add'l info rec'd from MFR 9/20/04: visual inspection of the actual device indicated that the distal end of the IV set was missing. The distal end of the tubing had been caught in the package seal and cut off during the packaging process. The labeling for the device does not make a statement as to the frequency or severity of this type of incident. A historical reveiw of co's product incident report database, dating bact to 2000, reveals that this is the first reported incident of this nature against this item, however, there have been other incidents of this nature against similar products. As corrective action, a check of the sensors on the packaging machines which detect tubing outside of the blister has been added to the weekly preventative maintenance program.